Event description:
Pt was having routine cxr at (B)(6) in (B)(6). The broken catheter of the vad implanted on (B)(6) 2007, was viewed. A radiologist removed approx 4 inches of the catheter which had broken off. This was removed through the internal jugular on (B)(6) 2009, at the other hosp. The pt returned to the surgeon who put the vad in initially it was decided to remove the remainder of the vad. This occurred (B)(6) 2009. No one knows when this device broke.